Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The ipg was sticking out and causing discomfort. Difficulty charging and high impedances on the spinal cord stimulator (scs) leads were also noted. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 23365780. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4). Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The ipg was sticking out and causing discomfort. Difficulty charging and high impedances on the spinal cord stimulator (scs) leads were also noted. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 23365780. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI): (B)(4).